Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had keypad unresponsive. The customer blood glucose level was 200 mg/dl. The customer was assisted with troubleshooting. Customer stated that all buttons were not responding. The device will be returned for analysis.